Manufacturer narrative:
The device failed the pressure transducer test during the pre-use check (puc). Our field service engineer investigated the unit on-site and confirmed the reported issue. After replacing the pressure transducer printed circuit board (pcb), the pressure transducer test failure was resolved, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirm the failed pressure transducer test during the puc. The pressure transducer pcb was returned for further investigation. Visual inspection of the returned pcb revealed no abnormalities. The part was then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the puc. After passing puc, ventilation was performed successfully for 9 days without generating any alarms or errors. After ventilation, several pucs were performed and all of them passed. The zero pressure voltage was measured on the returned pressure transducer pcb and revealed no significant offset drift. When measuring the wheatstone bridge, no significant imbalance was found. Based on the review of the available data and analysis of the device logs, the pressure transducer test failed most likely due to a failure in nozzle unit and does not seems to be linked to the pressure sensor. Based on the logs, the nozzle unit membrane is suspected to be sticky and may generate intermittent error such the one reported in this complaint. The analysis confirms that the reported ventilator did not meet its specified performance criteria during the incident in question. According to maintenance guidelines, the nozzle unit is to be replaced either during the annual preventive maintenance or after 5,000 hours of operation¿whichever comes first. Review of the provided log data indicates that preventive maintenance was carried out in accordance with the prescribed procedures. Therefore, the observed stickiness is attributed to premature wear of the membrane, which led to intermittent puc failures. This explains why the issue could not be replicated during testing at the manufacturer¿s facility. The pressure transducer pcb is a part of the pressure measurement system in the ventilator, and a faulty pressure transducer may lead to inaccuracies in pressure measurement, which will be detected during puc. Alarms will be activated if the failure occurs during ventilation. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module.

Event description:
Manufacturer's ref #(B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.